Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pocket had failed. The field service engineer (fse) identified that the full-height cubie drawer, row a, was not detected on the bus. Further inspection revealed that the row board had failed. The row board was replaced, and the customer tested the station, confirming proper operation. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and the pocket had failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.